Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6)2010, the patient had essure inserted. In (B)(6)2011, the patient experienced abdominal pain ("abdominal pain"). In (B)(6)2011, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"), depression ("depression"), the first episode of bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems") and migraine ("migraines"). In (B)(6)2011, the patient experienced fatigue ("fatigue"). In (B)(6)2011, the patient experienced gastrooesophageal reflux disease ("acid reflux"). In (B)(6)2011, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), the second episode of bladder disorder ("bladder/urinary problems: bladder problems"), headache ("headaches") and nausea ("nausea") and was found to have hormone level abnormal ("hormonal changes") and weight increased ("weight gain"). The patient was treated with surgery (essure removal). Essure was removed on (B)(6)2012. At the time of the report, the pelvic pain, abdominal pain, dysmenorrhoea, dyspareunia, the last episode of bladder disorder, fatigue, gastrooesophageal reflux disease, hormone level abnormal, headache, nausea, weight increased, urinary tract disorder and migraine had resolved and the depression outcome was unknown. The reporter considered abdominal pain, depression, dysmenorrhoea, dyspareunia, fatigue, gastrooesophageal reflux disease, headache, hormone level abnormal, migraine, nausea, pelvic pain, urinary tract disorder, weight increased, the first episode of bladder disorder and the second episode of bladder disorder to be related to essure. The reporter commented: patient received treatment for added bladder problems. Essure insertion date provided in pfs : (B)(6)2011. Current weight 330 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 122.47 kgs. Hysterosalpingogram - on an unknown date: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-feb-2020: pfs and mr received : events- "depression, bladder problems, urinary problems, migraines", reporter, lab data added. Device monitoring test not performed event deleted. Incident: based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test(s) conducted, specify no". On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), psychological trauma ("psych injury"), bladder disorder ("bladder/urinary problems: bladder problems"), fatigue ("fatigue"), gastrointestinal disorder ("gi conditions"), headache ("headaches") and nausea ("nausea") and was found to have hormone level abnormal ("hormonal changes") and weight increased ("weight gain"). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2012. At the time of the report, the pelvic pain, abdominal pain, dysmenorrhoea, dyspareunia, bladder disorder, fatigue, gastrointestinal disorder, hormone level abnormal, headache, nausea and weight increased had resolved and the psychological trauma outcome was unknown. The reporter considered abdominal pain, bladder disorder, dysmenorrhoea, dyspareunia, fatigue, gastrointestinal disorder, headache, hormone level abnormal, nausea, pelvic pain, psychological trauma and weight increased to be related to essure. The reporter commented: patient received treatment for added bladder problems. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-sep-2019: pfs received reporter information was added. Case becomes incident injury nos replaced with new event added pelvic pain ,abdominal pain, dysmenorrhea (cramping),dyspareunia (painful sexual intercourse), psych injury, bladder problems, fatigue, gi conditions, hormonal changes, headaches, nausea, weight gain, device monitoring procedure not performed. Event outcome added pelvic pain abdominal pain, dysmenorrhea (cramping),dyspareunia (painful sexual intercourse), bladder problems, fatigue, gi conditions ,hormonal changes, headaches, nausea, weight gain. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.